Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced hyperglycemia. Blood glucose level was 400 mg/dl. Customer had been using insulin pump within 48 hours of reported high blood glucose. Customer did not wanted to troubleshoot. Customer was not using insulin pump on auto mode. Insulin pump will not be returned for analysis.